Event description:
A gynecological laparoscopy case was being done when the uterine mobilizer forceps broke in the cervical canal. The curved lower jaw of the device had broken off at its base. Extraction of the metal piece was easily done and no pt consequence occurred.